Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. On an unspecified date and time, channel a was programmed to deliver an unspecified concentration of pantoloc, at a rate of 20ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse noted an unspecified amount of air in the tubing set distal to the cassette with no pump alarm. No air was delivered to the pt. The pump was removed from clinical service. Therapy was resumed using a replacement pump. The customer contact reported there was no change in the pt status and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing by appropriately alarming when air was present in the tubing distal to the pump. This event is being evaluated under a formal investigation. A follow-up medwatch report will be submitted when the investigation is complete. This event was identified as part of a (B)(6) customer notification date (B)(6) 2010. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. (B)(4).  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated that was completed 06/30/2010.  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.